Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 411 mg/dl at the time of incident. The customer stated that the blood glucose had been running from 500 mg/dl to 600 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. Troubleshooting was done and no delivery alarm did not recur. The reservoir will not be returned for analysis.